Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced no relief from the system. Surgical intervention may take place to address the issue. It is unknown which lead is at fault.

Manufacturer narrative:
The date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.